Event description:
Pt was connected to external defibrillator attempting to shock pt out of vf for internal defibrillator test. Cable on external pads sparked and made a loud boom sound, started to smell. Pt in vf rescued with internal defibrillator which had failed the first two shocks. No harm to pt.